Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and afterwards a dislodgement of the atrial lead was verified via x-ray. The lead had hi gh thresholds and no capture. In addition, there was high impedance and a fracture was suspected. The lead was unable to be manipulated during the lead revision, so it was explanted. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and afterwards a dislodgement of the atrial lead was verified via x-ray. The lead had hi gh thresholds and a threshold measurement was unable to be obtained. In addition, there was high impedance and a fracture was suspected. The lead was unable to be manipulated during the lead revision, so it was explanted. The lead was not replaced. No patient complications have been reported as a result of this event.